Event description:
The customer reported that the insulin pump had unresponsive buttons. Troubleshooting was performed and the buttons slowly responded. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of moisture damage on the electronic and motor assembly.